Manufacturer narrative:
Health professional should be "no information".

Event description:
According to the complaint, a customer reports that an abl90 flex analyzer ((B)(4)) gave discrepant results for the thb parameter when measuring patient samples. Sample ID (B)(6) (03.03.2020): thb = 0,61 g/dl (measured too low). Sample ID (B)(6) (03.03.2020): thb = 4,3 g/dl (measured too low). The customer reports that the patients were expected to be within the range of 11-17 g/dl. The largest discrepancy has been calculated to give the following values: sample ID (B)(6): 17-0,61 = 16,39 g/dl, sample ID (B)(6): 17-4,3= 12,7 g/dl.

Manufacturer narrative:
The returned hemolyzer has been investigated internally for thb deviations. Radiometer have seen no deviations in measurement performance when installing the returned hemolyzer in abl90 flex plus analyzers. The root cause for the thb deviation is not caused by the hemolyzer and it is most likely caused by pre-analytical handling. Further, the field service engineer has performed yearly maintenance, cleaned the analyzer, and installed a new hemolyzer. This case relates to another incident (3002807968-2020-00006) involving the same analyzer.